Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and verified the reported issue however, the repair of the device has not been completed.

Event description:
It was reported that during testing, a 980 ventilator had a battery malfunction. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A battery was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was verified and isolated to adc (analog to digital converter) voltage was out of range. If information is provided in the future, a supplemental report will be issued.